Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the rf (radio frequency) head lost telemetry and failed uplink functional tests; the rf head cable was found out of electrical specification. Analysis also found the rf head cable insulation was cut, the rf head label was delaminated, and the lens on the rf head upper case was cracked. (B)(4).

Event description:
It was reported reported the programmer head lost telemetry with device interrogation. The programmer head was returned for repair. No patient complications have been reported as a result of this event.